Manufacturer narrative:
Preliminary analysis found the device in backup operation and the product code intact. After device download, normal function ensued. Backup operation did not recur during the entire performance test.

Event description:
It was reported that the pulse generator exhibited backup mode. The device was explanted and replaced.